Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. Visual inspection and microscopic inspection revealed that the light blue main body was cracked. Leak testing was performed with underwater pressure testing, with no leaks found. Clear passage and clamp function testing was performed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that cracks were observed in the light blue main body of the minicap transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.